Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been indicated based on the reported information.

Event description:
The dealer initially reported that the tips could generate small trauma. On (B)(6) 2014, dealer reports "these forceps a bit mistreated tissues where they were used. We don't have more information."